Event description:
It was reported that while removing the retrieval cone, the cone separated from the shaft. The coil was initially retracted in the sheath, introduced, and advanced to the target lesion in the ureter. The coil was deployed at the target position and the stones were crushed and retrieved. An attempt was then made to retract the coil into the sheath, but the coil would not retract and the shaft was "deformed". The coil detached from the shaft and the shaft was removed with the coil remaining in the patient. The coil was retrieved successfully with forceps. There was no injury to the patient as a result of this event. The patient's condition was reported as good.